Event description:
It was reported that on approximately (B)(4) 2013, during a heavily calcified chronic total occlusion intervention in the right coronary artery, via retrograde approach, while working their way through the lesion, the corsair microcatheter and the fielder xt became stuck together and had to be removed as one unit. Additionally, during the procedure, while attempting to open the lesion with an rx trek balloon dilatation catheter, the shaft separated. Another balloon was taken to the separated shaft enabling removal of the separated device. There was no adverse patient sequela and no clinically significant delay in procedure. The patient is scheduled to return for additional intervention to the lesion. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the information reviewed, there is no indication of a product deficiency. The asahi corsair and asahi fielder referenced are being filed under separate manufacturing report numbers.